Manufacturer narrative:
(B)(4) - excessive force. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the nc trek instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a circumflex artery. While advancing a 3.0 x 15 mm rx nc trek balloon catheter through an unknown sheath, the physician pushed hard and the proximal shaft outside the anatomy separated. The catheter was easily removed. Another 3.0 x 15 mm rx trek was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.